Event description:
During plateletpheresis the donor experienced increased cramping during procedure in the legs and feet. The donor was given tums and the cramping improved. No residual effects were noted and the donor was sent home. The center followed up the next day and donor was ok. Procedural information: no alarms during set up or prime. Total wb processed: 2196, total acd infused: 282, total volume of product collected: 276, citrate infusion rate: 1.5 ml/min, acd ratio: 9:1, procedure time: start 1056, end 1135, no issues with venipuncture. Platelet product was achieved.